Event description:
The customer reported that the sys would intermittently not boot up. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The reported issue could not be duplicated. The power distribution board was replaced and the power supply was adjusted during the svc call. The sys was tested and found to be working as intended and put back into svc.